Event description:
Boston scientific received information that oversensing of the competitve right atrial (ra) lead caused pacing to inhibited with no report of serious injury or adverse patient effects. The device was electively changed out at the time of that a lead revision was performed to replace the right atrial (ra) lead. Additional information was received that the pacing inhibition did not result in asystole.

Manufacturer narrative:
The device was returned and sent for lab analysis. Upon receipt at our (B)(4) laboratory, this product was inspected and a hole in the proximal seal plug, ring electrode was observed. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.